Event description:
It was reported that the lead integrity alert had triggered as the right ventricular (rv) lead impedance was high. A fracture of the rv lead was suspected. The patient was brought into the clinic, and the detections and therapies were turned off on the rv lead. During this visit, it was noted that the device continued to beep for unknown reasons. It was also noted that there was an invalid data message on the alert events log along with no values on the atrial/ventricular sense and the atrial/ventricular pace sequence counters. Follow up was attempted to see if the invalid data had been resolved, but attempts were not successful. The device remains in use. No patient complications have been reported as a result of this event

Event description:
It was reported that the lead integrity alert had triggered as the right ventricular (rv) lead impedance was high. A fracture of the rv lead was suspected. The patient was brought into the clinic, and the detections and therapies were turned off on the rv lead. During this visit, it was noted that the device continued to beep for unknown reasons. It was also noted that there was an invalid data message on the alert events log along with no values on the atrial/ventricular sense and the atrial/ventricular pace sequence counters. Follow up was attempted to see if the invalid data had been resolved, but attempts were not successful. The device remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for lead failure predictor on (B)(4) 2012. There was one patient alert for out of tolerance sub threshold lead impedance on (B)(4) 2012. The programmer save to disk data file (B)(4) shows one alert event for "right ventricular (rv) bipolar lead impedance greater than 3000 ohms" on (B)(4) 2012.